Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this power cable was hissing and sparking when connected to the programmer and turning it on. This allegation was confirmed by boston scientific company field representative. This cable was removed from service and to be returned to boston scientific company for analysis. No patient involvement reported.